Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they went to doctor as they were experiencing high blood glucose level 600 mg/dl, 580 mg/dl and 400 mg/dl. Customer was treated by manual injection and insulin pump. Customer was wearing insulin pump within 48 hours of reported event. Customer troubleshooting for high blood glucose level and later it was declined. Device will not be returned for analysis.